Event description:
It was reported that during use of this drill in oral surgery, it got hot resulting in the pt receiving a cut and burn to the tip. The affected area required six sutures and vaseline ointment.

Manufacturer narrative:
Investigation findings: the device was received for evaluation. During testing, the drill overheated in the collet area and then stalled within 30 seconds. The eval determined overheating of this handpiece was caused by rotor failure. The instruction manual for this handpiece warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel.